Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study start date of june 1, 2013, is used for the estimated date of event. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: wei cui; jing-zhi huang; qi wang; feng shi; qing gou; xiao-ming chen; jing zhang; jia-ping li; rongde xu. "Percutaneous endobiliary radiofrequency ablation and stent placement for unresectable malignant biliary obstruction: a propensity score matching retrospective study" bmc gastroenterology (2024) 24:270, https://doi.org/10.1186/s12876-024-03357-x. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf device code a010402 captures the reportable event of stent migration. Mdrf impact code f2301 captures the reportable event of additional device required.

Event description:
Boston scientific corporation became aware of an event involving an uncovered wallstent biliary stent through the article titled, "percutaneous endobiliary radiofrequency ablation and stent placement for unresectable malignant biliary obstruction: a propensity score matching retrospective study", by wei cui et al. Per the article, between june 2013 and june 2018, hundreds of patients suffering from malignant biliary obstruction were treated using two techniques: endobiliary radiofrequency ablation with metal stenting (rfa-stent group), and metal stent placement only (stent group). Patients experienced multiple device failures of stent difficult to expand, stent occlusion, stent overgrowth and migration. These device malfunctions were addressed with repeated stenting.